Event description:
It was reported that when the device was used during laparoscopic gastric bypass procedure, it would not open. Another device was used to complete the case. There was no consequence to the pt.